Event description:
It was reported from follow-up conducted with the manufacturer¿s representative that the patient had an infection and no further information was available. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD, implanted: (B)(6) 2010; 559453 lead, implanted: (B)(6) 2004; 5092-58 lead, implanted: (B)(6) 2004. (B)(4).